Event description:
Problem: possible false low glucose reading. Problem: faulty instructions or multiple boxes of strips missing calibrator. Regarding relion ultima meter and strips: I had been occasionally testing my fasting glucose with relion ultima strips lot 47012 (not included in the earlier recall) for several months. Level had been generally about 90. I then used a free supply from the recall earlier in the year, abbott branded precision xtra lot 45001g185. My fasting level raised 30 points consistently so I purchased a new box of relion ultima strips. There was no calibrator strip. My meter still was calibrated for a specific 5 digit number from the abbott branded box. I called the (B)(6) number on the ultima box. They logged the issue and sent me a larger 100 count box of relion ultima strips. There is no calibrator in this box either. The package insert states the lot number must read 00000. If it doesn't then call the (B)(6) number. There is no way to change the lot number without a calibrator. The latest online manual states there should be a calibrator in each box. The box states "no coding required," but the lot number must read 00000, so there is conflicting info. Either the package insert and latest online manual have incorrect info or there are boxes of strips out there missing the 00000 calibrator strip. Abbott responded they would send another box of strips and a meter already calibrated. Dates of use: (B)(6) 2011 - (B)(6) 2011.